Event description:
It was reported that approximately 6 months post-implant of a bifurcated device and suprarenal aortic extension the patient presented in the emergency room with abdominal pain. A computed tomography scan revealed a type iii endoleak. Reportedly, the patient was taken to the operating room where the hypovolemic shock occurred. The physician placed an elastomeric balloon in the aorta and attempted to place an additional bifurcated device, but the patient experienced cardiac arrest. The physician elected to convert to an open repair and resuscitation efforts continued during the open repair. The physician performed an abdominal incision and discovered blood inside the abdominal cavity. Reportedly, the physician observed a type iiib endoleak above the bifurcated device. The patient could not be resuscitated and expired due to respiratory failure.

Manufacturer narrative:
Endologix continues to investigate the reported event. Endologix will submit a supplemental report in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that approximately 6 months post-implant of a bifurcated device and suprarenal aortic extension the patient presented emergently with abdominal pain and a surgical repair was attempted; however, the patient experienced cardiac arrest and expired. Reportedly, upon emergent presentation, the patient was taken to the operating room and an aortogram was performed, showing an endoleak, periprosthetic mural thrombus, enlargement of the aorta compared with the previous CT scan, and free fluid in the abdominal cavity of high density consistent with blood. At the moment of performing bilateral groin access, the patient experienced hypovolemic shock and a balloon was placed from the renal arteries to clamp the aorta. An additional bifurcated device was placed; however, when the physician attempted to expand the device the patient went into asystole. The patient was resuscitated effectively. The physician continued to perform device expansion, but adequate expansion could not be achieved. Therefore, the physician elected to convert to open repair. A midline incision was performed and evidence of active bleeding at the level of the abdominal aorta was seen. The previously implanted devices were explanted. The patient experienced ventricular tachycardia for which cardioversion was performed with success. A dacron graft tube was placed and sutured at the level of the proximal aortic neck. Upon removal of the anastomosis (clamping performed prior to suturing dacron graft), the patient experienced cardiac arrest. Resuscitation efforts were performed unsuccessfully, and the patient expired. Additional note: a control 30-day follow-up CT scan was performed, which did not show any abnormalities.

Manufacturer narrative:
The device was returned for evaluation. Device evaluation confirmed a hole in the bifurcated device. Medical records and intra-operative CT images were provided for clinical assessment and were reviewed with the following impression: the CT images confirms a endoleak distal to the bifurcation of the implant. Review of the postoperative explant shows a material tear consistent with the location from the CT images. However, the root cause of the material tear is not evident from the images or information provided. A manufacturing record review was performed. The lot met all release criteria with no nonconforming material records. The lot usage history shows all units from this lot have been consumed, and there are no units that have been involved in a similar event. The product labeling has been reviewed and confirmed that the reported event is adequately captured in the existing labeling.